Event description:
Pt has a suprapubic cystotomy and uses a disposable night drainage bag. Twice in the last two weeks the current bags he is using have defective antireflux valves so that forward flow of urine was presented and pt had dysreflexia. Fortunately he was able to call for help and have the problem resolved. Dysreflexia can be a life threatening problem. Device: invacare supply group number: lot number: 14011 sl purchased from medical supply group approximately 2009. Use of these bags in pts who are unable to communicate their distress or who have no ability to call for help should be avoided and a warning notice put on the bags. Alternatively, the valves should be tested before the product is shipped. Dates of use: 2009. Diagnosis or reason for use: suprapubic cystotomy. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.